Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the wire was sheared. A 200cm x 10cm fathom¿ -14 was selected for use. During unpacking, it was noted that the tip of the wire was sheared. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/broken tip. The guidewire shaft was inspected for damage. It was noticed that the shaft was broken/separated/fractured approximately 7mm from the tip. The fractured portion was not completely separated, the inner coil was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the tip of the wire was sheared. A 200cm x 10cm fathom -14 was selected for use. During unpacking, it was noted that the tip of the wire was sheared. The device never entered the patient's body. No patient complications were reported.